Event description:
Under general anesthesia, the pt underwent ureteroscopy and laser lithotripsy, stone basketing and stent change on (B)(6) 2015. The laser stopped working with error message power failure. Only a few fragments of stones were broken off and the procedure was aborted. The pt was returned to the operating room (B)(6) 2015 fur ureteroscopy, laser lithotripsy, stone basketing and stent change. Dianosis of reason for use: renal calculi.